Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Found cracked battery compartment, dso (downstream occlusion) seal delaminating, and damaged air detector. Customer's reported issue was confirmed. Root cause was undetermined. Battery compartment, dso seal, and air detector were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the device has a crack in the battery compartment. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: dso (downstream occlusion) seal delaminating.